Event description:
During a follow up call, the nurse reported that the patient's transfer set fell apart . Per the nurse, the transfer set was connected to the patient when it became loose and fell apart at the twist clamp. There were no apparent defects or leaks besides the separation. The nurse stated that the patient received a new transfer set. The patient was able to resume therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample of the transfer set is not available for evaluation as it has been discarded. This report for a connection issue was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.